Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced unexpected post op outcome and intraocular lens was off the axis of astigmatism. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).